Manufacturer narrative:
Result: (operational problem): visual inspection of the returned product found the lens stuck in the returned injector system. There was no visible damage to the injector system. There was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Diopter 26.50. Brand name: collamer® ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (B)(4). Evaluation method: lens work order search. Evaluation results: work order search revealed no similar complaint within the work order. Performed a claim search by injector lot number and one similar claim was found. Conclusion: conclusion not yet available. Evaluation is in progress. (B)(4). Device not returned.

Event description:
The reporter stated the surgeon used a cq2015a +26.50 diopter three piece collamer lens. The injector split when the surgeon attempted to insert the lens into the patient's left eye. The lens was partially inserted in the eye. The surgeon pulled the lens out of the eye with no injury to the patient. The surgeon loaded the lens himself. Epiphany injector was used lot #1306679. This is the first of two attempts to implant a lens on the same patient and same eye using a different injector each time. See MFR. #2023826-2016-00289 for 2nd attempt. Cause of this incident is unknown.

Manufacturer narrative:
(B)(4). Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Based on the complaint history, work order search, device history record review, medical review, and product evaluation, a specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation concluded two probable causes: end user familiar with the product, lubricity of the product. Corrective actions shall be implemented as required. (B)(4).